Event description:
"Tip of the on-q catheter broke off in the patient's wound. Was able to be retrieved with no injury to patient.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation; without the actual product, a complete analysis cannot be conducted. Furthermore, the customer indicated that the device will not be returned to I-flow for evaluation, as their risk management dept wants to retain the device. We tested thirty (30) retained catheters from the same lot in order to measure the catheter tensile strength. Testing confirmed that each sample tested exceeded the minimum tensile strength requirement for an individual catheter. In addition, our test results comply with the requirements of iso "sterile, single-use intravascular catheters part-1 general requirements". We have conducted an investigation on previous catheter break incidents in order to show wheter the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidlines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.